Event description:
It was reported that during a surgery, the screws "slipped and couldn¿t be used anymore". The surgeon removed the slipped screws and replaced them without any patient complications.

Manufacturer narrative:
Additional information: product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6).